Event description:
It was reported that the saturation intermittently disappears without an alarm message to report it. It is unknown if the device was in clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported the saturation intermittently disappears on their intellivue multi measurement server (mms) without an alarm message to report it. It is unknown if the device was in clinical use.